Event description:
A report was received that during a trial procedure, the patient experienced residual pain after the stylet punctured through the lead and hit the patient¿s spinal cord. No treatment was done for the residual pain. The patient's condition got better on its own and the patient was reportedly doing well.

Event description:
A report was received that during a trial procedure, the patient experienced residual pain after the stylet punctured through the lead and hit the patient¿s spinal cord. The physician removed the lead and replaced it with a new one. The patient's condition got better on its own and the patient was doing well.